Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The mother states the pump is not delivering insulin. The customer's blood glucose level had been over 450mg/dl. The customer was receiving no delivery alarms. The customer treated the highs with insulin. Troubleshoot was conducted. The customer was advised there may be possible site occlusion. The customer was advised to change the entire infusion set. The customer was advised to return set for analysis and replacement would be sent out.